Manufacturer narrative:
Follow-up # 1 date of submission 08/25/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 8/03/2016 with the following findings: a review of the pump black box data revealed the pump had rebooted. During a visual inspection of the pump, no damage was found to the battery compartment. A test battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, investigation revealed a crack in the battery compartment on the side from the case seal toward the battery compartment threads. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.